Event description:
It was reported that the insulin gauge was inaccurate which resulted in the customer experiencing a low blood glucose (bg) level of 41 mg/dl and up to 400 mg/dl. Customer consumed orange juice and granola to address the low bg. A new cartridge was loaded to address the fill estimate issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.